Event description:
It was reported that over a year has passed since implant, but implant detection had not completed. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed that the device implant detection had not completed. It appears that following implant detect being set manually only open circuit paces were detected by the device which prevents implant detect from completing. This could be due to either a device or lead or device/lead connection issue.